Manufacturer narrative:
Investigation was completed. Visual inspection was conducted, and there were signs of physical damage, the inner cannula tip and the cut block are damaged. The bearing and gears were inspected and no damage found. Also, the device could not be tested due to that the device had the connection tubes cut off. Functional testing was not conducted, no further actions or additional test needed to be performed. The problem can be confirmed through. This observation will be monitored and trended. Also, the lot number reported, and the lot number received were different, the lot number received not matching with the number reported initially in the complaint, the correct lot number arrived was, 24j02ra. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera procedure on (B)(6)2024, the physician reported that the first 2 samples everything went fine. The system made a noise on the 3rd sample and the needle rotated a little. On the 3rd sample a piece of metal was noticed in the specimen. A 4th sample was taken and everything was normal. No patient injury reported and the procedure was completed with the same device. Images provided from the procedure showed material inside the patient´s breast. Customer confirmed that no additional intervention was performed.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
An investigation was completed: it was reported that during a brevera procedure on (B)(6) 2024, the physician reported that the first 2 samples everything went fine. The system made a noise on the 3rd sample, and the needle rotated a little. On the 3rd sample a piece of metal was noticed in the specimen. A 4th sample was taken and everything was normal. No patient injury reported, and the procedure was completed with the same device. Images provided from the procedure showed material inside the patient´s breast. Customer confirmed that no additional intervention was performed. The device was returned to the post market quality laboratory for investigation. Visual inspection was conducted, which revealed signs of physical damage, and the inner cannula tip and the cut block are damaged. The bearing and gears were inspected, and no damage was found. Also, the device could not be tested due to the device arriving with the tubing cut. Functional testing could not be performed due to the device arriving with the tubing cut. The brevera device inspected by the pmqa team showed extensive damage to the inner cannula tip and the cut block. The most likely failure mode was caused by an advanced inner cannula (ic), resulting from excessive and extreme interaction between the cannulas and the cut block, as the inner cannula experiences greater displacement during its translating motion. This extreme condition can generate several failure modes that compromise the integrity of both the cut block and the cannulas. The investigation determined that the probable cause for this issue is related to an existing CAPA. As mentioned in the CAPA, this failure can occur due to incorrect placement of the disposable on the driver, since the current brevera console software does not have an alarm or system to alert the user when the driver is not in its home position. When the disposable is removed while the ic is retracted in any mode except standby, a pop-up message or alarm appears. Given the recurring nature of this issue, corrective measures were initiated to identify the root cause and establish appropriate actions in the CAPA. Conclusion: the reported issues have been confirmed, and the root cause has most probably been identified. A CAPA has already been created to establish the need for updates to the risk management files and corresponding corrective and preventive actions regarding the specific damage between the outer and inner cannula, including the cut block. The risk index for this situation falls within the range already calculated in the risk trending. It is likely that this is an isolated issue rather than a recurring problem within the product family, system, or failure mode reported in the complaint. Therefore, no update to the risk management file is required. Future events will be closely monitored and analyzed for potential trends. Device history record (DHR) review: the DHR was reviewed for the corresponding lot; however, no manufacturing issues or relevant risk factors related to the analyzed failure mode were identified. Lot number 24j02ra expiration date 02-sep-2026 manufacture date 02-sep-2024 UDI (B)(4).